Manufacturer narrative:
Applied medical has just received the event device and it has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
General laparoscopic surgery: unk procedure. In laparoscopic surgery, the tip of the grasper broke off. It was described that the actual jaw tip broke off the grasper, not the pad. Additional information received via email from sales rep on april 19, 2017. "They were taking down adhesions with our epix grasped. "Grab and pull" is the way that was described." Additionally, it is understood that a piece of the jaw broke off. Type of intervention - na. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During initial intake of the complaint, the complainant described that the jaw tip broke off the grasper during surgery. Upon evaluation, engineering observed that the outer tubing was broken, and that the jaws did not break off the grasper, as it was previously reported. Engineering was able to replicate the complainant's event and determined that the root cause of the experience was likely due to a force exceeding normal use being applied to the outer tube. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from applied medical team member on may 31, 2017: when asked if the salesperson knew of any other complaints from this hospital, the salesperson replied "I am only aware of the one incident, I did pass the info. Onto [hospital point of contact] and have not heard anything more."